Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. After a synergy stent was implanted, a 2.25mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. The balloon was inflated three times at 12 atmospheres each. However, during the fourth inflation at 18 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with another 2.25mm x 12mm nc emerge® balloon catheter. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient by simply pulling it out and the patient's post procedure condition was good.